Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v573632, implanted: 2011 (B)(6); product type lead (B)(4).

Event description:
It was reported that a patient¿s therapy was working fine, but two days prior to the report the patient hadn¿t been able to hold her urine. There was a loss of therapeutic effect. The patient increased stimulation a tenth and felt a little stimulation when she did this, but then the stimulation sensation went away. The day of the report she was starting to have a return of symptoms again. She saw poor communication instead of the regular programming screen when using the antenna. After adjusting the antenna, she was seeing that stimulation was on and she was at 1.4 volts. The patient increased stimulation by another tenth and planned to keep it there and monitor her symptoms. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.